Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pto leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot m154 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot m154 shows no trends. Trends were reviewed for complaint category, pto leak. No trends were detected for this complaint category. At the time of this report, the analysis of the returned kit and photographs is still in process. A final report will be filed when the analysis is complete. (B)(4). N.s. 07-oct-2024.

Event description:
The customer contacted mallinckrodt to report they experienced a pump tubing organizer (pto) leak with their cellex photopheresis kit("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they observed a leak in the pump tubing organizer after the treatment was successfully completed. The customer was unloading the kit at the time the leak was observed, and the patient had already been disconnected. The customer reported the patient was in stable condition. The customer will return the kit and photographs for investigation.

Manufacturer narrative:
The kit and photographs were provided by the customer for evaluation. The customer provided photographs verify the pump tubing organizer (pto) leak at the location of the y-connector of the plasma cell outlet line. Examination of the returned kit verified a blood leak inside the pto. The pto was pressure tested to check for leaks and a leak was verified coming from the bond between the y-connector and the yellow stripe tubing. The tubing leak from the bond port indicates the solvent bond joint was insufficient. A material trace of the components used to build lot m154 found no related non-conformances. The device history record (DHR) review did not result in any related nonconformances. This lot passed all lot release testing. The most likely root cause of the pto leak is due to manufacturing operator error during the tube bonding operation. As a precaution, retraining was completed with all bonding operators on (B)(6) 2024 at the manufacturing facility. No further action is required at this time. This investigation is now complete. (B)(4).